Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscope procedure performed on (B)(6) 2025. During the procedure, the kit was assembled correctly, and aspiration testing was performed. Three ligations were successfully completed. During the fourth ligation, after aspiration and rotation of the handle, the elastic band was unable to release. A second attempt was made, but it was also unsuccessful. The gastroscope was then withdrawn from the esophagus, and it was observed that the handle rotated freely without deploying the remaining bands. The device was changed, but there was no information as to which device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was not returned; however, a video of the complaint device was provided by the complainant. Per media analysis, it was observed that the bands did not deploy. Additionally, the trip wire was not pulled to remove the slack and was not properly secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Per media analysis, it was observed that the bands did not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, this device was used in a manner inconsistent with the labelled indications. It is most likely these can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.